Manufacturer narrative:
The customer complaint reported that allegedly some keys of the keypad were not working was confirmed and replicated during functional testing. External and internal inspection was performed. During external inspection, the returned keypads were observed with signs of fluid ingress on the ground cable. During internal inspection, the returned keypad was observed with broken traces signs of fluid ingress near where the flex cable meets the circuit layer. The front case keypads were connected to a cad pcu test fixture for functional testing. The returned keypad failed the maintenance keypad test due the keypad failing to power on the device and observed with various unresponsive keys. The ac indicator light did not illuminate on and the system on key was observed to not be functioning as intended. No logs were provided. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Review of the pcu module (B)(6) service history record showed the device had a manufacture date of 09/05/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 11/06/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only the front case with keypad assembly was provided for investigation.

Event description:
It was reported that allegedly some keys of the keypad was not working, therefore, the front case of the keypad of a pcu will be replaced. There was no reported patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly some keys of the keypad was not working, therefore, the front case of the keypad of a pcu will be replaced. There was no reported patient involvement.